Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to not having additional supplies, the customer turned the pump off. Upon turning the pump back on, the pump time was inaccurate. Blood glucose level was 400 mg/dl. Reportedly, the customer updated the setting to the accurate time.